Event description:
Found during test. According to the rptr, the device would not power up in battery mode. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up in battery mode. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.